Manufacturer narrative:
Product complaint (B)(4). Batch # p56w52. Device evaluation summary: the analysis results found that the cdh29a device arrived and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by, ¿the resident continues to manipulate the stapler to unlock the rotation knob without success"? How was the device removed from tissue? Was there any patient consequence or change in the patient care as a result of the event? What is the current status of the patient?

Event description:
It was reported that at the hospital, a circular stapler was used with dr. (General surgery), in an open procedure for intestinal anastomosis and the following situation was presented; dr. Requests a circular stapler to perform the anastomosis, the instrumentalist receives the device and separates the anvil from the trocar, verifying the correct functioning of the device. During the procedure, the resident introduces the stapler and tries to join the anvil with the trocar without success in the union of the device to be able to begin with the closing of the stapler. This procedure is performed 4 times without success. In the last attempt the resident mentions that there is a lot of resistance when trying to make the closure with the stapler and in the same way when trying to open it. When removing the device from the anal cavity, an attempt is made to remove the anvil but the resident mentions that the anvil does not exit completely leaving the knob to that point locked. The resident continues to manipulate the stapler to unlock the rotation knob without success. Dr. Performs procedure manually, the stapler is saved for research.